Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device jaws were on tissue and could not be opened. The jaws were removed by resecting the tissue around the jaws. There was no pt injury.